Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 04739, 0001825034 - 2019 - 04840, 0001825034 - 2019 - 04841.

Event description:
It was reported by the 411 group that the patient has underwent an initial left hip arthroplasty on an unknown date. Subsequently, the patientunderwent a revision surgery on an unknown date in (B)(6) 2019 due to unknown reasons. All components were removed and replaced withcompetitors product. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, the cup was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the cup was determined to be not reportable. The initial report was forwarded in error and should be voided.